Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to remove the atrial lead from the device header port, the atrial lead became stuck and was damaged. As a result, the pacemaker was explanted and replaced while the atrial lead was capped on (B)(6) 2026. The patient remained stable throughout the procedure.